Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. On (B)(6) 2024, the patient was at home and her gcm was reading between 70-120 mg/dl, however, the patient was not feeling well, dizzy, and started vomiting. She tested her bg meter reading, which was high mg/dl. The patient was wearing a betabionics ilet insulin pump. The patient called her parent, who then called emergency medical services (ems). Ems arrived and transported the patient to the emergency room. The patient was admitted to the intensive care unit (ICU) and was treated with three unspecified medications. The patient was discharged home 2 days later. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.